Manufacturer narrative:
As no product was returned for investigation, we are unable to determine the root cause of this event. However, based on the info provided, it is possible that as the physician was pushing down onto the sheath and pulling up on the drain, the sideports may have stretched, resulting in the tearing of the tip. Our quality control dept verifies that the distal tip of this device is free of nicks, splits and debris and when applicable, that the bonded area is smooth and clean 100% prior to further processing. They also confirm the surface of the catheter is clean, smooth and free of dents and foreign matter and that the sideports are cut clean with no roughness. An "info for use" booklet is provided with this product that states that pts with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. In an effort to minimize the possibility of recurrence, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.

Event description:
After the drain had been in the pt for about a month, the physician was exchanging it and the tip of the device detached inside the pt's right lower quadrant of the abdomen. The hub of a 9fr sheath was cut off and used to break away any crust inside the abscess and away from the catheter. The physician was pushing down onto the sheath and was pulling up on the drain.